Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The visual evaluation of the received ar-12990n with batch 15336336 noted that the distal end of the knee scorpion needle was broken off (see evaluation picture 1). Only the tip was sent in for investigation. A functional test was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the needle broke inside the scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.